Event description:
It was reported that during a photo-selective vaporization of the prostate, three fibers were used. Around 100w and 90,000 joules of use, the physician was having difficulties getting the first fiber tip to rotate. The physician tried using the fiber a little longer but pointed out that the outer flow tubing was twisting but the fiber tip was not twisting. As a result, after 16:45 minutes and 93,727 joules of fiber use, a second fiber was chosen to continue with the procedure. The irrigation solution flow was checked and proper set up was confirmed. The vaporization was still only at 100w but after a few minutes, the second fiber started having the same issues even though the physician was twisting the fiber control knob. The fiber was used a little longer but the tip was still not twisting as intended so at approximately 104,000 joules of use. The second fiber was changed and a third fiber was chosen. The irrigation solution flow was checked again and proper set up was confirmed. After a few minutes and at about 100w of fiber use, the laser went into standby mode. An error message indicating excessive debris on fiber tip occurred; therefore, the physician wiped down the fiber tip to clean it. A few minutes later, the error message appeared again so the fiber tip was cleaned again. The irrigation solution was flowing as intended and a new courtesy message occurred indicating that 'fiber port overheated and if the problem persisted, contact customer care center'. The overheated courtesy message led the laser into standby mode. The third fiber was continued to be used but the issue occurred two more times. At this moment, the physician felt the energy was exiting out of the fiber tip instead of the output window. The physician did not feel the procedure was safe to continue any longer. The physician did not want to wait for a fourth fiber and decided to reschedule the patient at a later date. The total of 126,089 joules were expended during 23 minutes and 40 seconds. It was noted through the console screen that the light being emitted by the third fiber was yellow and orange. There were no stones present in the prostate. The physician felt as though the distance from the fiber to the issue was far enough. The irrigation solution was positioned high, at least 106 cm higher than the level of the endoscope/cystoscope. The irrigation flow by means of a saline pressure bag was used to further increase liquid cooling effect reducing the risk of fiber tip damage.this report is for the third fiber.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that the reported error message, fiber overheat courtesy message and forward firing events are confirmed as analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Although analysis identified the glass cap exhibited moderate devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited mild debris adhesion on surface, indicative of tissue contact. The glass cap exhibited moderate devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber connector failed the connector segment verification test. The connector had to be held in place in order to pass the signal. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: connect the tubing from the sterile saline for irrigation solution to the fiber luer lock connector. Position the saline solution at least 106 cm higher than the level of the endoscope/cystoscope. Increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion the observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture found during analysis. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event, which indicates. The interaction between the user and device, caused or contributed to the observed fiber tip damage.

Event description:
It was reported that during a photo-selective vaporization of the prostate, three fibers were used. Around 100w and 90,000 joules of use, the physician was having difficulties getting the first fiber tip to rotate. The physician tried using the fiber a little longer but pointed out that the outer flow tubing was twisting but the fiber tip was not twisting. As a result, after 16:45 minutes and 93,727 joules of fiber use, a second fiber was chosen to continue with the procedure. The irrigation solution flow was checked and proper set up was confirmed. The vaporization was still only at 100w but after a few minutes, the second fiber started having the same issues even though the physician was twisting the fiber control knob. The fiber was used a little longer but the tip was still not twisting as intended so at approximately 104,000 joules of use. The second fiber was changed and a third fiber was chosen. The irrigation solution flow was checked again and proper set up was confirmed. After a few minutes and at about 100w of fiber use, the laser went into standby mode. An error message indicating excessive debris on fiber tip occurred; therefore, the physician wiped down the fiber tip to clean it. A few minutes later, the error message appeared again so the fiber tip was cleaned again. The irrigation solution was flowing as intended and a new courtesy message occurred indicating that 'fiber port overheated and if the problem persisted, contact customer care center'. The overheated courtesy message led the laser into standby mode. The third fiber was continued to be used but the issue occurred two more times. At this moment, the physician felt the energy was exiting out of the fiber tip instead of the output window. The physician did not feel the procedure was safe to continue any longer. The physician did not want to wait for a fourth fiber and decided to reschedule the patient at a later date. The total of 126,089 joules were expended during 23 minutes and 40 seconds. It was noted through the console screen that the light being emitted by the third fiber was yellow and orange. There were no stones present in the prostate. The physician felt as though the distance from the fiber to the issue was far enough. The irrigation solution was positioned high, at least 106 cm higher than the level of the endoscope/cystoscope. The irrigation flow by means of a saline pressure bag was used to further increase liquid cooling effect reducing the risk of fiber tip damage.this report is for the third fiber.